Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17990356 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Before the 7 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was introduced into the unknown introducer, the stent stood out alone and it was not possible to collect and use it, and it was necessary to remove and use another. Therefore, the device was replaced with a new unknown stent. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: before the 7 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was introduced into the unknown introducer, the stent stood out alone and it was not possible to collect and use it, and it was necessary to remove and use another. Therefore, the device was replaced with a new unknown stent. There was no reported patient injury. The device was returned for analysis. One non-sterile 7 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was received for analysis inside a plastic bag. The valve of the unit was received partially open. Per visual analysis, the stent of the unit was received 1.8 cm partially deployed. The shaft of the unit was found accordioned at approximately 9.0 cm from the ID band, and kinked at 35.3 cm, at 36.0 cm, and at 136.7 cm from the ID band too. No other anomalies observed. Per functional analysis, a deployment test was performed on the unit despite the accordioned and kinked condition of the unit the way it was received for evaluation. The tuohy borst valve of the stent delivery system was fully open, and the stent deployment test was successfully performed by retracting the outer sheath while holding the inner shaft in a fixed position. The stent was fully unsheathed/expanded as expected. No anomalies found. Per dimensional analysis, the usable length of the stent delivery system was measured against the precise pro rx packaging assembly specification and it was found within specification. A product history record (phr) review of lot 17990356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty - premature/during prep¿ was confirmed. Since the stent of the unit was observed 1.8 cm partially deployed the way it was received for analysis. However, an accordioned condition on the body shaft of the unit, along with several kinks was observed. Nonetheless, neither the cause of the partially deployed condition of the stent nor the observed accordioned and kinked conditions of the unit could be conclusively determined during the product analysis. Procedural and handling factor such as the user¿s interaction with the device during device preparation may have led to the reported event. Per the investigation conducted, the device was received with the valve of the unit partially open. The instructions for use (IFU) advises the end user during ¿preparation of stent delivery system- caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions. Close the tuohy borst valve prior to removing the device from the tray.¿ additionally, transportation and or packaging factors may have led to the reported accordion and kinks noted on the device as received, during analysis. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5,d9, g3, g6, h1, h2, h3, and h10. The device was later returned for analysis. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Before the 7 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was introduced into the unknown introducer, the stent stood out alone and it was not possible to collect and use it, and it was necessary to remove and use another. Therefore, the device was replaced with a new unknown stent. There was no reported patient injury. The device was later returned for evaluation.

Event description:
Before the 7 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was introduced into the unknown introducer, the stent stood out alone and it was not possible to collect and use it, and it was necessary to remove and use another. Therefore, the device was replaced with a new unknown stent. There was no reported patient injury. The device was not returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: before the 7 x 40 precise pro rapid exchange (rx) self-expanding stent (ses) delivery system was introduced into the unknown introducer, the stent stood out alone and it was not possible to collect and use it, and it was necessary to remove and use another. Therefore, the device was replaced with a new unknown stent. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17990356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. Without the return of the device for analysis the reported ¿stent delivery system (sds)ses deployment difficulty premature/during prep¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. However, it is probable to consider that the user¿s interaction with the device during device preparation may have contributed to the reported event. According to the instructions for use (IFU) ¿preparation of stent delivery system: caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. Open the outer box to reveal the pouch containing the stent and delivery system. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. Attach a 5cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. Close the stopcock attached to the tuohy borst y connection. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.